Event description:
It was reported that the angio-seal was deployed and hemostasis was achieved. Six days later, the pt had superficial femoral artery (sfa) occlusion. The pt went to the operating room and the device was removed surgically. The pt has recovered.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for sue (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, of surgical intervention.